Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/stabbing pain chronic") and genital haemorrhage ("heavy bleeding/heavy bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included anger, parity 2 (date of births: (B)(6) 2006, 1(B)(6) 2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, chronic headaches, back pain and carpal tunnel syndrome. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included famotidine;ibuprofen (duexis) and oxycodone for pain as well as cefixime (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain / lower back pain/lower back discomfort became significantly worse after essure and lower due to six herniated discs in my spine from my car accident") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"). In november 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/I an so tired of feeling sick with no energy to do just the simplest things"). In (B)(6) 2014, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. In (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger/ being mad at kids"), abdominal distension ("bloated"), fallopian tube cyst ("tube were so thick and chunky full of cyst"), fallopian tube disorder ("tube were so thick and chunky full of cyst"), malaise ("I an so tired of feeling sick with no energy to do just the simplest things"), asthenia ("I an so tired of feeling sick with no energy to do just the simplest things, I have no drive"), neck pain ("can¿t turn my neck to the right very well this morning") and abnormal behaviour ("my crazy feeling"). The patient was treated with analgesics, ibuprofen, muscle relaxants, oxycodone hydrochloride; oxycodone terephthalate; paracetamol (percocet) and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, pelvic pain, anger and abnormal behaviour had resolved and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, arthralgia, bone loss, migraine, fallopian tube cyst, fallopian tube disorder, malaise, asthenia and neck pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal behaviour, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, bone loss, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube disorder, fatigue, genital haemorrhage, malaise, migraine, neck pain, pelvic pain and weight fluctuation to be related to essure. The reporter commented: weight: 178. L4-5 right hemilaminectomy / microdiskectomy / foraminectomy on (B)(6) 2015 due to back pain. Duexis taken for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure implants in place. Hsg ((B)(6) 2013). Patient did not use birth control or contraception at any time following your essure placement procedure. (B)(6) 2011: ultrasound biophysical profile - interpretation: there is single live intrauterine pregnancy in vertex presentation. Fatal heart rate measured 140 beats per minute. The placenta is anterior. Biophysical profile yields a score of 8 out of 8. Amniotic fluid index measured 8.1 gross body movement- at least 3 discrete body/limb movement in 30 min. Episode of active continuous movement considered as single movement. Two or fewer episodes of body/limb movement 30 min. Fetal tone: at least 1 episode of active extension with return to flexion of fatal limbs o trunk. Opening and closing of hand considered normal tone. Fetus in a position of semi or full limb extension with no return to flexion with movement or absence of fetal movement. Fetal hand open. (B)(6) 2013: hysterosalpingogram - clinical information: status post essure implants. The patient was placed supine on the fluoroscopic radiologic exam table. Following betadine cleansing a vaginal speculum was placed followed by placement of a 5-french balloon catheter. Initial digital scout image bilateral essure implants in place as well as the hysterosalpingogram catheter with balloon inflated. Visualized bowel gas pattern is unremarkable. Nonionic iodine contrast was introduced during intermittent fluoroscopy and digital images obtained in different projections. Fluoroscopic time 25 seconds. Uterine cavity was smooth without abnormal filling defects. Impression: essure implants in place. Fallopian tubes not visualized, compatible with blockage. Uterine cavity within normal limits. (B)(6) 2014: bilateral breast ultrasound - history and indications: assess breast mass. Impression: benign bilateral breast ultrasound findings. Density is noted on mammography consistent with glandular tissue. Bi·rads category: 2·benign findings. (B)(6) 2014: m mode and 2d echocardiogram - procedure: us-echo complete w 2d doppler 93306. History and indication: abnormal electrocardiogram findings. Impression: normal left ventricular contractility. Ejection fraction estimated at 62%. Left atrium is upper limits of normal in size. (B)(6) 2014: surgical pathology report - clinical data: abdominal pain, menorrhagia diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy. Myometrium with adenomyosis; menstrual endometrium; cervix with mild chronic cervicitis; right fallopian tube with paratubal cyst; left fallopian tube without histopathologic abnormality; (gross only) essure surgical devices in each fallopian tube. Gross description: the specimen is received in formalin and uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 110 gram, 8.8 x 5.5 x 4.5 cm open uterus with attached cervix and bilateral attached fallopian tubes. The serosal surface is pink-purple, smooth and glistening. The cervix is 3.5 cm in diameter, pink-purple, smooth, glistening and surrounds a 1.5 cm in greatest dimension patent cervical os, which leads into a grossly unremarkable endocervical canal. The endometrial cavity is 5.5 cm in length by 2.5 cm wide from cornu to cornu, is tan pink, velvety and diffusely hemorrhagic, but otherwise grossly unremarkable. The 0.1 cm thick endometrium overlies a 2.0 cm thick tan-pink, slightly coarsely trabeculated myometrium consistent with possible adenomyosis, but otherwise is grossly unremarkable. The bilateral fallopian tubes are grossly similar, each fimbriated and each 3.0 cm in length with an average diameter of 0.6 cm. At the attachment site to the cornu, each fallopian tube has a protruding metallic wire coil up to 4.5 cm in length with an average diameter of 0.1 cm, consistent with an essure surgical device. Also noted along the right fallopian tube is a 0.4 cm in greatest dimension serous fluid-filled, smooth-walled paratubal cyst. The specimen is partially submitted: blocks 1-2, anterior and posterior cervix; blocks 3-4, anterior and posterior endomyometrium; block 5, additional myometrium for possible adenomyosis; block 6, right fallopian tube; block 7, left fallopian tube; block 8, serosa. (B)(6) 2014: screening digital bilateral mammography with computer aided detection - history and indication: screening. Impression: benign mammographic findings bi-rads category: 2-benign findings. (B)(6) 2016: magnetic resonance imaging c-spine with and without contrast - clinical history: neck pain, history of motor vehicle accident impression: central/right paracentral disc herniation at c5-c6 measuring 8.5 x 4.3 mm compressing the thecal sac and indenting on the cord. Central disc herniation at c6-c7 measuring 7 x 3.3 mm compressing the thecal sac which contacts the cord. Bulging discs at c2-c3, c3-c4, and c4-c5, effacing the ventral thecal sac which contacts the cord at c3-c4 and at c4-c5. Reversal of the normal lordosis in the sagittal plane likely a reflection of muscle spasm. Concerning the injuries reported in this case, the following bloated was described in patient¿s social media post. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet received, new event I am so tired of feeling sick with no energy to do just the simplest things, I have no drive, can¿t turn my neck to the right very well this morning, my crazy feeling were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/stabbing pain chronic') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included anger, parity 2 (date of births: (B)(6) 2006, (B)(6) 2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, chronic headaches, back pain and carpal tunnel syndrome. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included famotidine;ibuprofen (duexis) and oxycodone for pain as well as cefixime (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain / lower back pain/lower back discomfort became significantly worse after essure and lower due to six herniated discs in my spine from my car accident") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding/heavy bleeding"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/I an so tired of feeling sick with no energy to do just the simplest things"). In (B)(6) 2014, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. In (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger/ being mad at kids"), abdominal distension ("bloated"), fallopian tube cyst ("tube were so thick and chunky full of cyst"), fallopian tube disorder ("tube were so thick and chunky full of cyst"), malaise ("I an so tired of feeling sick with no energy to do just the simplest things"), asthenia ("I an so tired of feeling sick with no energy to do just the simplest things,I have no drive"), neck pain ("can¿t turn my neck to the right very well this morning"), feeling abnormal ("my crazy feeling"), endometriosis ("endometriosis"), vitamin d deficiency ("vitamin d deficiency") and contusion ("bruise"). The patient was treated with analgesics, ibuprofen, muscle relaxants, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, pelvic pain, anger and feeling abnormal had resolved and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, arthralgia, bone loss, migraine, fallopian tube cyst, fallopian tube disorder, malaise, asthenia, neck pain, endometriosis, vitamin d deficiency and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, bone loss, carpal tunnel syndrome, contusion, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fallopian tube disorder, fatigue, feeling abnormal, genital haemorrhage, malaise, migraine, neck pain, pelvic pain, vitamin d deficiency and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: weight :178 l4-5 right hemilaminectomy / microdiskectomy / foraminectomy on (B)(6) 2015 due to back pain. Duexis taken for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure implants in place.. Hsg ((B)(6) 2013) patient did not use birth control or contraception at any time following your essure placement procedure. (B)(6) 2011 : ultrasound biophysical profile - interpretation: there is single live intrauterine pregnancy in vertex presentation. Fatal heart rate measured 140 beats per minute. The placenta is anterior. Biophysical profile yields a score of 8 out of 8. Amniotic fluid index measured 8.1 gross body movement- at least 3 discrete body/limb movement in 30 min. Episode of active continuous movement considered as single movement. Two or fewer episodes of body/limb movement 30 min. Fetal tone: at least 1 episode of active extension with return to flexion of fatal limbs o trunk. Opening and closing of hand considered normal tone. Fetus in a position of semi or full limb extension with no return to flexion with movement or absence of fetal movement. Fetal hand open. (B)(6) 2013 : hysterosalpingogram - clinical information: status post essure implants. The patient was placed supine on the fluoroscopic radiologic exam table. Following betadine cleansing a vaginal speculum was placed followed by placement of a 5-french balloon catheter. Initial digital scout image bilateral essure implants in place as well as the hysterosalpingogram catheter with balloon inflated. Visualized bowel gas pattern is unremarkabe. Nonionic iodine contrast was introduced during intermittent fluoroscopy and digital images obtained in differentt projections. Fluoroscopic time 25 seconds. Uterine cavity was smooth without abnormal filling defects. Impression: essure implants in place. Fallopian tubes not visualized, compatible with blockage. Uterine cavity within normal limits. (B)(6) 2014 : bilateral breast ultrasound - history and indications: assess breast mass. Impression: benign bilateral breast ultrasound findings. Density is noted on mammography consistent with glandular tissue. Bi·rads category: 2·benign findings (B)(6) 2014 : m mode and 2d echocardiogram - procedure: us-echo complete w 2d doppler 93306 history and indication: abnormal electrocardiogram findings. Impression: normal left ventricular contractility. Ejection fraction estimated at 62%. Left atrium is upper limits of normal in size. (B)(6) 2014 : surgical pathology report - clinical data: abdominal pain, menorrhagia diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy myometrium with adenomyosis, menstrual endometrium, cervix with mild chronic cervicitis, right fallopian tube with paratubal cyst, left fallopian tube without histopathologic abnormality, (gross only) essure surgical devices in each fallopian tube gross description: the specimen is received in formalin and uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 110 gram, 8.8 x 5.5 x 4.5 cm open uterus with attached cervix and bilateral attached fallopian tubes. The serosal surface is pink-purple, smooth and glistening. The cervix is 3.5 cm in diameter, pink-purple, smooth, glistening and surrounds a 1.5 cm in greatest dimension patent cervical os, which leads into a grossly unremarkable endocervical canal. The endometrial cavity is 5.5 cm in length by 2.5 cm wide from cornu to cornu, is tan pink, velvety and diffusely hemorrhagic, but otherwise grossly unremarkable. The 0.1 cm thick endometrium overlies a 2.0 cm thick tan-pink, slightly coarsely trabeculated myometrium consistent with possible adenomyosis, but otherwise is grossly unremarkable. The bilateral fallopian tubes are grossly similar, each fimbriated and each 3.0 cm in length with an average diameter of 0.6 cm. At the attachment site to the cornu, each fallopian tube has a protruding metallic wire coil up to 4.5 cm in length with an average diameter of 0.1 cm, consistent with an essure surgical device. Also noted along the right fallopian tube is a 0.4 cm in greatest dimension serous fluidfilled, smooth-walled paratubal cyst. The specimen is partially submitted: blocks 1-2, anterior and posterior cervix; blocks 3-4, anterior and posterior endomyometrium; block 5, additional myometrium for possible adenomyosis; block 6, right fallopian tube; block 7, left fallopian tube; block 8, serosa. (B)(6) 2014: screening digital bilateral mammography with computer aided detection - history and indication: screening. Impression: benign mammographic findings bi-rads category: 2-benign findings. (B)(6) 2016 : magnetic resonance imaging c-spine with and without contrast - clinical history: neck pain, history of motor vehicle accident impression: central/right paracentral disc herniation at c5-c6 measuring 8.5 x 4.3 mm compressing the thecal sac and indenting on the cord. Central disc herniation at c6-c7 measuring 7 x 3.3 mm compressing the thecal sac which contacts the cord. Bulging discs at c2-c3, c3-c4, and c4-c5, effacing the ventral thecal sac which contacts the cord at c3-c4 and at c4-c5. Reversal of the normal lordosis in the sagittal plane likely a reflection of muscle spasm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new reporter was added. Event contusion was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/stabbing pain chronic') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included anger, parity 2 (date of births:(B)(6) 2006, (B)(6) 2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, chronic headaches, back pain and carpal tunnel syndrome. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included famotidine;ibuprofen (duexis) and oxycodone for pain as well as cefixime (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). In (B)(6)2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain / lower back pain/lower back discomfort became significantly worse after essure and lower due to six herniated discs in my spine from my car accident") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding/heavy bleeding"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/I an so tired of feeling sick with no energy to do just the simplest things"). In june 2014, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. In (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger/ being mad at kids"), abdominal distension ("bloated"), fallopian tube cyst ("tube were so thick and chunky full of cyst"), fallopian tube disorder ("tube were so thick and chunky full of cyst"), malaise ("I an so tired of feeling sick with no energy to do just the simplest things"), asthenia ("I an so tired of feeling sick with no energy to do just the simplest things,I have no drive"), neck pain ("can¿t turn my neck to the right very well this morning"), feeling abnormal ("my crazy feeling") and endometriosis ("endometriosis"). The patient was treated with analgesics, ibuprofen, muscle relaxants, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on 2-oct-2014. At the time of the report, the abdominal pain, depression, pelvic pain, anger and feeling abnormal had resolved and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, arthralgia, bone loss, migraine, fallopian tube cyst, fallopian tube disorder, malaise, asthenia, neck pain and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, bone loss, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fallopian tube disorder, fatigue, feeling abnormal, genital haemorrhage, malaise, migraine, neck pain, pelvic pain and weight fluctuation to be related to essure. The reporter commented: weight :178 l4-5 right hemilaminectomy / microdiskectomy / foraminectomy on 16-dec-2015 due to back pain. Duexis taken for pain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure implants in place.. Hsg ((B)(6) 2013) patient did not use birth control or contraception at any time following your essure placement procedure. (B)(6) 2011 : ultrasound biophysical profile - interpretation: there is single live intrauterine pregnancy in vertex presentation. Fatal heart rate measured 140 beats per minute. The placenta is anterior. Biophysical profile yields a score of 8 out of 8. Amniotic fluid index measured 8.1 gross body movement- at least 3 discrete body/limb movement in 30 min. Episode of active continuous movement considered as single movement. Two or fewer episodes of body/limb movement 30 min. Fetal tone: at least 1 episode of active extension with return to flexion of fatal limbs o trunk. Opening and closing of hand considered normal tone. Fetus in a position of semi or full limb extension with no return to flexion with movement or absence of fetal movement. Fetal hand open. (B)(6) 2013 : hysterosalpingogram - clinical information: status post essure implants. The patient was placed supine on the fluoroscopic radiologic exam table. Following betadine cleansing a vaginal speculum was placed followed by placement of a 5-french balloon catheter. Initial digital scout image bilateral essure implants in place as well as the hysterosalpingogram catheter with balloon inflated. Visualized bowel gas pattern is unremarkabe. Nonionic iodine contrast was introduced during intermittent fluoroscopy and digital images obtained in differentt projections. Fluoroscopic time 25 seconds. Uterine cavity was smooth without abnormal filling defects. Impression: essure implants in place. Fallopian tubes not visualized, compatible with blockage. Uterine cavity within normal limits. (B)(6) 2014 : bilateral breast ultrasound - history and indications: assess breast mass. Impression: benign bilateral breast ultrasound findings. Density is noted on mammography consistent with glandular tissue. Bi·rads category: 2·benign findings (B)(6) 2014 : m mode and 2d echocardiogram - procedure: us-echo complete w 2d doppler 93306 history and indication: abnormal electrocardiogram findings. Impression: normal left ventricular contractility. Ejection fraction estimated at 62%. Left atrium is upper limits of normal in size (B)(6) 2014 : surgical pathology report - clinical data: abdominal pain, menorrhagia diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy myometrium with adenomyosis, menstrual endometrium, cervix with mild chronic cervicitis, right fallopian tube with paratubal cyst, left fallopian tube without histopathologic, abnormality. (Gross only) essure surgical devices in each fallopian tube. Gross description: the specimen is received in formalin and uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 110 gram, 8.8 x 5.5 x 4.5 cm open uterus with attached cervix and bilateral attached fallopian tubes. The serosal surface is pink-purple, smooth and glistening. The cervix is 3.5 cm in diameter, pink-purple, smooth, glistening and surrounds a 1.5 cm in greatest dimension patent cervical os, which leads into a grossly unremarkable endocervical canal. The endometrial cavity is 5.5 cm. In length by 2.5 cm wide from cornu to cornu, is tan pink, velvety and diffusely hemorrhagic, but otherwise grossly unremarkable. The 0.1 cm thick endometrium overlies a 2.0 cm thick tan-pink, slightly coarsely trabeculated myometrium consistent with possible adenomyosis, but otherwise is grossly unremarkable. The bilateral fallopian tubes are grossly similar, each fimbriated and each 3.0 cm in length with an average diameter of 0.6 cm. At the attachment site to the cornu, each fallopian tube has a protruding metallic wire coil up to 4.5 cm in length with an average diameter of 0.1 cm, consistent with an essure surgical device. Also noted along the right fallopian tube is a 0.4 cm in greatest dimension serous fluidfilled, smooth-walled paratubal cyst. The specimen is partially submitted: blocks 1-2, anterior and posterior cervix; blocks 3-4, anterior and posterior endomyometrium; block 5, additional myometrium for possible adenomyosis; block 6, right fallopian tube; block 7, left fallopian tube; block 8, serosa. 17oct2014: screening digital bilateral mammography with computer aided detection - history and indication: screening. Impression: benign mammographic findings bi-rads category: 2-benign findings. 04apr2016 : magnetic resonance imaging c-spine with and without contrast - clinical history: neck pain, history of motor vehicle accident impression: central/right paracentral disc herniation at c5-c6 measuring 8.5 x 4.3 mm compressing the thecal sac and indenting on the cord. Central disc herniation at c6-c7 measuring 7 x 3.3 mm compressing the thecal sac which contacts the cord. Bulging discs at c2-c3, c3-c4, and c4-c5, effacing the ventral thecal sac which contacts the cord at c3-c4 and at c4-c5. Reversal of the normal lordosis in the sagittal plane likely a reflection of muscle spasm. Concerning the injuries reported in this case, the following bloated was described in patient¿s soaicla media post quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event endometriosis and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/stabbing pain chronic') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included anger, parity 2 (date of births:(B)(6) 2006, (B)(6) 2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, chronic headaches, back pain and carpal tunnel syndrome. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included famotidine;ibuprofen (duexis) and oxycodone for pain as well as cefixime (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain / lower back pain/lower back discomfort became significantly worse after essure and lower due to six herniated discs in my spine from my car accident") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding/heavy bleeding"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/I an so tired of feeling sick with no energy to do just the simplest things"). In (B)(6) 2014, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. In (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger/ being mad at kids"), abdominal distension ("bloated"), fallopian tube cyst ("tube were so thick and chunky full of cyst"), fallopian tube disorder ("tube were so thick and chunky full of cyst"), malaise ("I an so tired of feeling sick with no energy to do just the simplest things"), asthenia ("I an so tired of feeling sick with no energy to do just the simplest things,I have no drive"), neck pain ("can¿t turn my neck to the right very well this morning"), feeling abnormal ("my crazy feeling"), endometriosis ("endometriosis") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with analgesics, ibuprofen, muscle relaxants, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, pelvic pain, anger and feeling abnormal had resolved and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, arthralgia, bone loss, migraine, fallopian tube cyst, fallopian tube disorder, malaise, asthenia, neck pain, endometriosis and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, bone loss, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fallopian tube disorder, fatigue, feeling abnormal, genital haemorrhage, malaise, migraine, neck pain, pelvic pain, vitamin d deficiency and weight fluctuation to be related to essure. The reporter commented: weight :178. L4-5 right hemilaminectomy / microdiskectomy / foraminectomy on (B)(6) 2015 due to back pain. Duexis taken for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure implants in place.. Hsg (B)(6) 2013) patient did not use birth control or contraception at any time following your essure placement procedure. (B)(6) 2011 : ultrasound biophysical profile - interpretation: there is single live intrauterine pregnancy in vertex presentation. Fatal heart rate measured 140 beats per minute. The placenta is anterior. Biophysical profile yields a score of 8 out of 8. Amniotic fluid index measured 8.1 gross body movement- at least 3 discrete body/limb movement in 30 min. Episode of active continuous movement considered as single movement. Two or fewer episodes of body/limb movement 30 min. Fetal tone: at least 1 episode of active extension with return to flexion of fatal limbs o trunk. Opening and closing of hand considered normal tone. Fetus in a position of semi or full limb extension with no return to flexion with movement or absence of fetal movement. Fetal hand open. (B)(6) 2013 : hysterosalpingogram - clinical information: status post essure implants. The patient was placed supine on the fluoroscopic radiologic exam table. Following betadine cleansing a vaginal speculum was placed followed by placement of a 5-french balloon catheter. Initial digital scout image bilateral essure implants in place as well as the hysterosalpingogram catheter with balloon inflated. Visualized bowel gas pattern is unremarkabe. Nonionic iodine contrast was introduced during intermittent fluoroscopy and digital images obtained in differentt projections. Fluoroscopic time 25 seconds. Uterine cavity was smooth without abnormal filling defects. Impression: essure implants in place. Fallopian tubes not visualized, compatible with blockage. Uterine cavity within normal limits. (B)(6) 2014 : bilateral breast ultrasound - history and indications: assess breast mass. Impression: benign bilateral breast ultrasound findings. Density is noted on mammography consistent with glandular tissue. Bi·rads category: 2·benign findings. (B)(6) 2014 : m mode and 2d echocardiogram - procedure: us-echo complete w 2d doppler 93306. History and indication: abnormal electrocardiogram findings. Impression: normal left ventricular contractility. Ejection fraction estimated at 62%. Left atrium is upper limits of normal in size. (B)(6) 2014 : surgical pathology report - clinical data: abdominal pain, menorrhagia diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy. Myometrium with adenomyosis. Menstrual endometrium. Cervix with mild chronic cervicitis. Right fallopian tube with paratubal cyst. Left fallopian tube without histopathologic. Abnormality. (Gross only) essure surgical devices in each fallopian tube gross description: the specimen is received in formalin and uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 110 gram, 8.8 x 5.5 x 4.5 cm open uterus with attached cervix and bilateral attached fallopian tubes. The serosal surface is pink-purple, smooth and glistening. The cervix is 3.5 cm in diameter, pink-purple, smooth, glistening and surrounds a 1.5 cm in greatest dimension patent cervical os, which leads into a grossly unremarkable endocervical canal. The endometrial cavity is 5.5 cm in length by 2.5 cm wide from cornu to cornu, is tan pink, velvety and diffusely hemorrhagic, but otherwise grossly unremarkable. The 0.1 cm thick endometrium overlies a 2.0 cm thick tan-pink, slightly coarsely trabeculated myometrium consistent with possible adenomyosis, but otherwise is grossly unremarkable. The bilateral fallopian tubes are grossly similar, each fimbriated and each 3.0 cm in length with an average diameter of 0.6 cm. At the attachment site to the cornu, each fallopian tube has a protruding metallic wire coil up to 4.5 cm in length with an average diameter of 0.1 cm, consistent with an essure surgical device. Also noted along the right fallopian tube is a 0.4 cm in greatest dimension serous fluidfilled, smooth-walled paratubal cyst. The specimen is partially submitted: blocks 1-2, anterior and posterior cervix; blocks 3-4, anterior and posterior endomyometrium; block 5, additional myometrium for possible adenomyosis; block 6, right fallopian tube; block 7, left fallopian tube; block 8, serosa. (B)(6) 2014: screening digital bilateral mammography with computer aided detection - history and indication: screening. Impression: benign mammographic findings bi-rads category: 2-benign findings. (B)(6) 2016 : magnetic resonance imaging c-spine with and without contrast - clinical history: neck pain, history of motor vehicle accident impression: central/right paracentral disc herniation at c5-c6 measuring 8.5 x 4.3 mm compressing the thecal sac and indenting on the cord. Central disc herniation at c6-c7 measuring 7 x 3.3 mm compressing the thecal sac which contacts the cord. Bulging discs at c2-c3, c3-c4, and c4-c5, effacing the ventral thecal sac which contacts the cord at c3-c4 and at c4-c5. Reversal of the normal lordosis in the sagittal plane likely a reflection of muscle spasm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- vitamin d deficiency, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / stabbing pain chronic') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included anger, parity 2 (date of births: on (B)(6) 2006, on (B)(6)2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, chronic headaches, back pain and carpal tunnel syndrome. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included famotidine;ibuprofen (duexis) and oxycodone for pain as well as cefixime (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain / pain and awful side effects / l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("severe back pain / lower back pain / lower back discomfort became significantly worse after essure and lower due to six herniated discs in my spine from my car accident") and dyspareunia ("pain during intercourse").on (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding / heavy bleeding"). On (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced fatigue ("fatigue / I an so tired of feeling sick with no energy to do just the simplest things"). In (B)(6) 2014, the patient experienced amnesia ("memory loss"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. On (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel / possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel) / hypersensitivity reaction"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger / being mad at kids"), abdominal distension ("bloated"), fallopian tube cyst ("tube were so thick and chunky full of cyst"), fallopian tube disorder ("tube were so thick and chunky full of cyst"), malaise ("I an so tired of feeling sick with no energy to do just the simplest things"), asthenia ("I an so tired of feeling sick with no energy to do just the simplest things, I have no drive"), neck pain ("can¿t turn my neck to the right very well this morning"), feeling abnormal ("my crazy feeling"), endometriosis ("endometriosis"), vitamin d deficiency ("vitamin d deficiency") and contusion ("bruise"). The patient was treated with analgesics, ibuprofen, muscle relaxants, oxycodone hydrochloride; oxycodone terephthalate; paracetamol (percocet) and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, pelvic pain, anger and feeling abnormal had resolved and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, arthralgia, bone loss, migraine, fallopian tube cyst, fallopian tube disorder, malaise, asthenia, neck pain, endometriosis, vitamin d deficiency and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, bone loss, carpal tunnel syndrome, contusion, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fallopian tube disorder, fatigue, feeling abnormal, genital haemorrhage, malaise, migraine, neck pain, pelvic pain, vitamin d deficiency and weight fluctuation to be related to essure. The reporter commented: weight :178. L4-5 right hemilaminectomy / microdiskectomy / foraminotomy on (B)(6) 2015 due to back pain. Duexis taken for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: essure implants in place. Hsg (on (B)(6) 2013). Patient did not use birth control or contraception at any time following your essure placement procedure. On (B)(6) 2011 : ultrasound biophysical profile interpretation: there is single live intrauterine pregnancy in vertex presentation. Fatal heart rate measured 140 beats per minute. The placenta is anterior. Biophysical profile yields a score of 8 out of 8. Amniotic fluid index measured 8.1 gross body movement at least 3 discrete body / limb movement in 30 min. Episode of active continuous movement considered as single movement. Two or fewer episodes of body / limb movement 30 min. Fetal tone: at least 1 episode of active extension with return to flexion of fatal limbs o trunk. Opening and closing of hand considered normal tone. Fetus in a position of semi or full limb extension with no return to flexion with movement or absence of fetal movement. Fetal hand open. On (B)(6) 2013 : hysterosalpingogram clinical information: status post essure implants. The patient was placed supine on the fluoroscopic radiologic exam table. Following betadine cleansing a vaginal speculum was placed followed by placement of a 5-french balloon catheter. Initial digital scout image bilateral essure implants in place as well as the hysterosalpingogram catheter with balloon inflated. Visualized bowel gas pattern is unremarkabe. Nonionic iodine contrast was introduced during intermittent fluoroscopy and digital images obtained in different projections. Fluoroscopic time 25 seconds. Uterine cavity was smooth without abnormal filling defects. Impression: essure implants in place. Fallopian tubes not visualized, compatible with blockage. Uterine cavity within normal limits. On (B)(6) 2014 : bilateral breast ultrasound - history and indications: assess breast mass. Impression: benign bilateral breast ultrasound findings. Density is noted on mammography consistent with glandular tissue. Bi·rads category: 2·benign findings. On (B)(6) 2014 : m mode and 2d echocardiogram procedure: us-echo complete w 2d doppler 93306. History and indication: abnormal electrocardiogram findings. Impression: normal left ventricular contractility. Ejection fraction estimated at 62%. Left atrium is upper limits of normal in size. On (B)(6) 2014 : surgical pathology report clinical data: abdominal pain, menorrhagia diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy, myometrium with adenomyosis, menstrual endometrium, cervix with mild chronic cervicitis, right fallopian tube with paratubal cyst, left fallopian tube without histopathologic, abnormality, (gross only) essure surgical devices in each fallopian tube. Gross description: the specimen is received in formalin and uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 110 gram, 8.8 x 5.5 x 4.5 cm open uterus with attached cervix and bilateral attached fallopian tubes. The serosal surface is pink-purple, smooth and glistening. The cervix is 3.5 cm in diameter, pink-purple, smooth, glistening and surrounds a 1.5 cm in greatest dimension patent cervical os, which leads into a grossly unremarkable endocervical canal. The endometrial cavity is 5.5 cm in length by 2.5 cm wide from cornu to cornu, is tan pink, velvety and diffusely hemorrhagic, but otherwise grossly unremarkable. The 0.1 cm thick endometrium overlies a 2.0 cm thick tan-pink, slightly coarsely trabeculated myometrium consistent with possible adenomyosis, but otherwise is grossly unremarkable. The bilateral fallopian tubes are grossly similar, each fimbriated and each 3.0 cm in length with an average diameter of 0.6 cm. At the attachment site to the cornu, each fallopian tube has a protruding metallic wire coil up to 4.5 cm in length with an average diameter of 0.1 cm, consistent with an essure surgical device. Also noted along the right fallopian tube is a 0.4 cm in greatest dimension serous fluidfilled, smooth-walled paratubal cyst. The specimen is partially submitted: blocks 1-2, anterior and posterior cervix; blocks 3-4, anterior and posterior endomyometrium; block 5, additional myometrium for possible adenomyosis; block 6, right fallopian tube; block 7, left fallopian tube; block 8, serosa. On (B)(6) 2014: screening digital bilateral mammography with computer aided detection - history and indication: screening. Impression: benign mammographic findings bi-rads category: 2-benign findings. On (B)(6) 2016 : magnetic resonance imaging c-spine with and without contrast clinical. History: neck pain, history of motor vehicle accident impression: central / right paracentral disc herniation at c5-c6 measuring 8.5 x 4.3 mm compressing the thecal sac and indenting on the cord. Central disc herniation at c6-c7 measuring 7 x 3.3 mm compressing the thecal sac which contacts the cord. Bulging discs at c2-c3, c3-c4, and c4-c5, effacing the ventral thecal sac which contacts the cord at c3-c4 and at c4-c5. Reversal of the normal lordosis in the sagittal plane likely a reflection of muscle spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Shortly after being implanted with essure, plaintiff began suffering menstrual, abdominal and back pain. Additionally, after undergoing the implantation of essure, she also began suffering from depression and fatigue. Plaintiff also began suffering from heavy bleeding, pain during intercourse and weight fluctuations. Plaintiff had an allergy to nickel. The pain from her essure related injuries grew so severe that she was prescribed percocet and has even been hospitalized for further treatment. On or around (B)(6) 2014, plaintiff underwent the removal of her essure device through a hysterectomy and the doctor informed that her injuries were mostly likely caused by essure. Quality-safety evaluation (ptc global number: (B)(4)) received on 20-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, began suffering abdominal pain. She also had heavy (genital) bleeding. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Genital bleeding and changes in menstrual pattern bleeding may occur, as well. Considering the implied temporal relationship and the absence of alternative explanation, causality with essure use cannot be excluded. Since an intervention were required to remove the devices and hospitalization due the pain was mentioned, this case is regarded as incident. In addition, non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/stabbing pain chronic") and genital haemorrhage ("heavy bleeding/heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anger, parity 2 (date of births: (B)(6)) and gravida ii. Patient had never taken birth control. Concurrent conditions included depression, bone loss since 2012, joint pain since 2012 and migraine since 2012. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for pain. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"), musculoskeletal discomfort ("lower back discomfort became significantly worse after essure") and amnesia ("memory loss"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramps"), pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), anger ("anger"), abdominal distension ("bloated") and treatment noncompliance ("did not you use birth control or contraception at any time following your essure placement procedure"). The patient was treated with tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate, paracetamol]), analgesics, ibuprofen, muscle relaxants and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression and pelvic pain had resolved, the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, musculoskeletal discomfort, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension and treatment noncompliance outcome was unknown and the anger was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, back pain, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, musculoskeletal discomfort, pelvic pain and weight fluctuation to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: weight :(B)(6). L4-5 right hemilaminectomy / microdiskectomy / foraminotomy on (B)(6) 2015 due to back pain. Duexis taken for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hsg ((B)(6) 2013). Patient did not use birth control or contraception at any time following your essure placement procedure. Concerning the injuries reported in this case, the following bloated was described in patient¿s social media post. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: pfs received: suspect drug start date and stop date updated. New events lower back discomfort became significantly worse after essure, cramps, anger, pain/ pain and awful side effects, memory loss, lower back discomfort became significantly worse after essure, carpal tunnel, pinched nerve, bloated added. Event term updated to hypersensitivity reaction to nickel (physician did not test me but said that my body may be reacting to nickel)/ possible nickel allergy/ allergic to nickel (physician did not test me but said that my body may be reacting to nickel). Start dates were added for events. Concomitant drugs, condition, historical condition and drugs added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/stabbing pain chronic") and genital haemorrhage ("heavy bleeding/heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anger, parity 2 (date of births:(B)(6) 2006, (B)(6) 2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, head pain and back pain. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included cyclobenzaprine hydrochloride (flexeril) and oxycodone for pain. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain / lower back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"), musculoskeletal discomfort ("lower back discomfort became significantly worse after essure"), amnesia ("memory loss"), pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger"), abdominal distension ("bloated") and treatment noncompliance ("did not you use birth control or contraception at any time following your essure placement procedure"). The patient was treated with tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]), analgesics, ibuprofen, muscle relaxants and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression and pelvic pain had resolved, the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, musculoskeletal discomfort, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, treatment noncompliance, arthralgia, bone loss and migraine outcome was unknown and the anger was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, arthralgia, back pain, bone loss, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, musculoskeletal discomfort, pelvic pain and weight fluctuation to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: weight :(B)(6). L4-5 right hemilaminectomy / microdiskectomy / foraminectomy on (B)(6) 2015 due to back pain. Duexis taken for pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure implants in place. [An_relevant_tests] concerning the injuries reported in this case, the following bloated was described in patient¿s soaicla media post quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2017: new reporters, concomitant drugs, historical conditions and lab data. New events added: migraines, joint pain, bone loss - body and jaw. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/stabbing pain chronic") and genital haemorrhage ("heavy bleeding/heavy bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not you use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included anger, parity 2 (date of births:(B)(6) 2006, (B)(6)2011), gravida ii, premature rupture of membranes, oligohydramnios, uterine pain, lower abdominal pain, chronic headaches and back pain. Patient had never taken birth control. Concurrent conditions included depression, fibroids, polymenorrhoea, neck strain, tenosynovitis, bacterial enteritis, unspecified, motor vehicle accident and musculoskeletal pain. Family history included myocardial infarction and coronary artery disease. Concomitant products included antiinflammatory/antirheumatic non-steroids, cyclobenzaprine hydrochloride (flexeril) and oxycodone for pain. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain / lower back pain/lower back discomfort became significantly worse after essure"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuations"), allergy to metals ("allergy to nickel/possible nickel allergy/ physician did not test me but said that my body may be reacting to nickel)/hypersensitivity reaction"), amnesia ("memory loss"), pelvic pain ("pain/ pain and awful side effects/l. Side pelvic pain"), arthralgia ("joint pain"), bone loss ("bone loss - body and jaw") and migraine ("migraines"). In 2014, the patient experienced carpal tunnel syndrome ("carpal tunnel") with nerve compression. On an unknown date, the patient experienced abdominal pain lower ("cramps"), anger ("anger"), abdominal distension ("bloated"), fallopian tube cyst ("tube were so thick and chunky full of cyst") and fallopian tube disorder ("tube were so thick and chunky full of cyst"). The patient was treated with tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]), analgesics, ibuprofen, muscle relaxants and surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression and pelvic pain had resolved, the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, weight fluctuation, allergy to metals, amnesia, abdominal pain lower, carpal tunnel syndrome, abdominal distension, arthralgia, bone loss, migraine, fallopian tube cyst and fallopian tube disorder outcome was unknown and the anger was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anger, arthralgia, back pain, bone loss, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube disorder, fatigue, genital haemorrhage, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: weight :178 l4-5 right hemilaminectomy / microdiskectomy / foraminectomy on (B)(6) 2015 due to back pain. Duexis taken for pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure implants in place. Hsg (B)(6) 2013). Patient did not use birth control or contraception at any time following your essure placement procedure. (B)(6) 2011 : ultrasound biophysical profile - interpretation: there is single live intrauterine pregnancy in vertex presentation. Fatal heart rate measured 140 beats per minute. The placenta is anterior. Biophysical profile yields a score of 8 out of 8. Amniotic fluid index measured 8.1 gross body movement- at least 3 discrete body/limb movement in 30 min. Episode of active continuous movement considered as single movement. Two or fewer episodes of body/limb movement 30 min. Fetal tone: at least 1 episode of active extension with return to flexion of fatal limbs o trunk. Opening and closing of hand considered normal tone. Fetus in a position of semi or full limb extension with no return to flexion with movement or absence of fetal movement. Fetal hand open. (B)(6) 2013 : hysterosalpingogram - clinical information: status post essure implants. The patient was placed supine on the fluoroscopic radiologic exam table. Following betadine cleansing a vaginal speculum was placed followed by placement of a 5-french balloon catheter. Initial digital scout image bilateral essure implants in place as well as the hysterosalpingogram catheter with balloon inflated. Visualized bowel gas pattern is unremarkabe. Nonionic iodine contrast was introduced during intermittent fluoroscopy and digital images obtained in differentt projections. Fluoroscopic time 25 seconds. Uterine cavity was smooth without abnormal filling defects. Impression: essure implants in place. Fallopian tubes not visualized, compatible with blockage. Uterine cavity within normal limits. (B)(6) 2014 : bilateral breast ultrasound - history and indications: assess breast mass. Impression: benign bilateral breast ultrasound findings. Density is noted on mammography consistent with glandular tissue. Bi·rads category: 2·benign findings. (B)(6) 2014 : m mode and 2d echocardiogram - procedure: us-echo complete w 2d doppler 93306 history and indication: abnormal electrocardiogram findings. Impression: normal left ventricular contractility. Ejection fraction estimated at 62%. Left atrium is upper limits of normal in size. (B)(6) 2014 : surgical pathology report - clinical data: abdominal pain, menorrhagia diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy with bilateral salpingectomy - myometrium with adenomyosis - menstrual endometrium - cervix with mild chronic cervicitis - right fallopian tube with paratubal cyst - left fallopian tube without histopathologic abnormality - (gross only) essure surgical devices in each fallopian tube gross description: the specimen is received in formalin and uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 110 gram, 8.8 x 5.5 x 4.5 cm open uterus with attached cervix and bilateral attached fallopian tubes. The serosal surface is pink-purple, smooth and glistening. The cervix is 3.5 cm in diameter, pink-purple, smooth, glistening and surrounds a 1.5 cm in greatest dimension patent cervical os, which leads into a grossly unremarkable endocervical canal. The endometrial cavity is 5.5 cm in length by 2.5 cm wide from cornu to cornu, is tan pink, velvety and diffusely hemorrhagic, but otherwise grossly unremarkable. The 0.1 cm thick endometrium overlies a 2.0 cm thick tan-pink, slightly coarsely trabeculated myometrium consistent with possible adenomyosis, but otherwise is grossly unremarkable. The bilateral fallopian tubes are grossly similar, each fimbriated and each 3.0 cm in length with an average diameter of 0.6 cm. At the attachment site to the cornu, each fallopian tube has a protruding metallic wire coil up to 4.5 cm in length with an average diameter of 0.1 cm, consistent with an essure surgical device. Also noted along the right fallopian tube is a 0.4 cm in greatest dimension serous fluidfilled, smooth-walled paratubal cyst. The specimen is partially submitted: blocks 1-2, anterior and posterior cervix; blocks 3-4, anterior and posterior endomyometrium; block 5, additional myometrium for possible adenomyosis; block 6, right fallopian tube; block 7, left fallopian tube; block 8, serosa. (B)(6) 2014: screening digital bilateral mammography with computer aided detection - history and indication: screening. Impression: benign mammographic findings bi-rads category: 2-benign findings. (B)(6) 2016 : magnetic resonance imaging c-spine with and without contrast - clinical history: neck pain, history of motor vehicle accident impression: central/right paracentral disc herniation at c5-c6 measuring 8.5 x 4.3 mm compressing the thecal sac and indenting on the cord. Central disc herniation at c6-c7 measuring 7 x 3.3 mm compressing the thecal sac which contacts the cord. Bulging discs at c2-c3, c3-c4, and c4-c5, effacing the ventral thecal sac which contacts the cord at c3-c4 and at c4-c5. Reversal of the normal lordosis in the sagittal plane likely a reflection of muscle spasm. Concerning the injuries reported in this case, the following bloated was described in patient¿s soaicla media post quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from plaintiff fact sheet- event tube were so thick and chunky full of cyst was added as fallopian cyst and deformity.. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.